Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
The patient reported that they were unable to charge their implantable neurostimulator (ins). They stated that they are unable to connect with their recharger. A recharge session was attempted at the time of the report; the patient stated they were getting an empty implantable neurostimulator recharger (insr) battery screen. It was reviewed that the patient needs to charge up the insr first in order to charge the ins. Additional information from the patient on (B)(6) 2016 indicated that the patient could not charge their ins with the fully charged insr. They were getting the poor communication screen on their programmer, and the reposition antenna screen on the insr. It was noted that the patient last felt stimulation 3 weeks ago, and last successfully recharged 2 weeks ago. The patient was to follow up with their healthcare provider. The patient was implanted for non-malignant pain and post lumbar laminectomy pain.

Manufacturer narrative:
The patient's device was confirmed to be in overdischarge. The device was successfully recovered.

Event description:
Additional information from the manufacturing representative indicated that the patient's device was found to be in overdischarge. The patient had noted difficulty not getting 8 coupling bars when recharging previously. Once the power on reset (por) was completed and cleared, the patient was able to easily achieve 8 coupling bars.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.